Event description:
It was reported that the patient with this implantable pacemaker experienced little shocks since implant and supposedly things were turned off. This device remains in service. No adverse patient effects were reported.